Event description:
Analysis was completed on the returned handheld and flashcard. Analysis of the handheld indicated no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the returned flashcard indicated no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
A vns programming physician reported that his handheld computer battery wouldn't hold a charge. Good faith attempts are underway for the product to be returned for analysis.